Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an infant patient received pressure injuries on the skin from the sensors. No further information is available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.